Event description:
Customer reportedly received the following results on a compact plus meter, compared to professional (doctor's) meter, within 10 minutes: 268 mg/dl on compact plus meter and 120 mg/dl on professional (doctor's) meter. Customer was unsure of the actual strip lot (20713377) and use by date ((B)(6) 2018) that was provided no adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.